Manufacturer narrative:
The autopulse platform (s/n(B)(4)) was returned to zoll for evaluation. Investigation results as follows: a visual inspection of the returned autopulse platform was performed and found no visible damage to the platform a review of the platform archive log showed there were user advisory (ua) 45 (not at "home" position after power-on) and ua 07 (discrepancy between load 1 and load 2 too large) messages on the reported date of (B)(6) 2016. Ua 7 message is unrelated to the reported complaint. The platform was functionally tested and the autopulse platform exhibited ua 45 upon power-up. The drive shaft was rotated back to the "home" position to resolve the error message. Further testing showed that the drive shaft was stiff. Therefore the clutch plate was deburred. The ua 7 message observed during archive review was not encountered during functional testing indicating that the customer was able to clear the message. Additional testing showed that the platform also passed the load cell characterization tests; both load cells were within specification. In summary, the customer's reported complaint of autopulse displaying ua 45 was confirmed during archive review and functional testing. The root cause was attributed to the drive shaft not being at "home" position. After the drive shaft was rotated to home position, the platform passed 30 minutes run-in test with a test manikin and large resuscitation test fixture (lrtf) without displaying any error messages.

Event description:
The crew responded to a 10-99. When the crew arrived at the scene, manual CPR was being performed by a police officer. The autopulse platform was deployed, however, the lifeband would not retract. The crew reverted to manual CPR for the rest of the code. No known patient impact was reported by the customer. After returning to the station, the crew rechecked the platform using fully charged batteries that showed four green lights. The platform displayed user advisory (ua) 45 (not at home position after power up/restart) message. Even though the lifeband was moving freely, it would not retract completely .